Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The bag to vent microswitch connection was reset and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The bag to vent microswitch connection was reset and the unit was returned to service.

Event description:
The hospital reported a malfunction of the bag to vent switch preventing manual ventilation. There was no report of patient involvement.